Event description:
A patient reported experiencing inaccurrate erratic results with a lifescan meter. The patient's blood glucose results were 37, 65 mg/dl. Tests were done within 11-20 minutes with a difference of 25 mg/dl. Patient did not experience any adverse events. No further information has been reported.